Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon ruptured upon insertion and inflation. The balloon prep was fine. Another mynx vascular closure device was used to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Sheath size: 6f vessel location: peripheral .